Event description:
It was reported that approximately seven days after implant, there was no sensing and low lead impedance through the implantable cardioverter defibrillator (ICD) on the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead. All measurements appeared to be normal for all three leads through the analyzer. Also, the ICD battery voltage dipped to below end of life (eol) levels for three consecutive daily measurements without triggering eol operation. The ICD was explanted and replaced. All three leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #performance data collected from the device was received and analyzed. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(4) 2013. The daily pace impedance trend data showed a decrease for atrial pacing bipolar impedance of 494 to 76 ohms minimum between (B)(4) 2012 and (B)(4) 2013. The trend data showed a daily battery voltage reading change from 3.151 to 1.749 volts for three days, and then returned to a baseline of 3.088 volts between (B)(4) 2012 and (B)(4) 2013. The daily pacing impedance trend data showed a decrease for ventricular pacing bipolar impedance was 418 to 57 ohms minimum between (B)(4) 2013 and the left ventricular (lv) lead pacing bipolar impedance of 494 to 76 ohms minimum between (B)(4) 2013. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2013. 694758 implantable tachy lead: (B)(6) 2013. 419688 implantable pacing lead: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary analysis revealed the returned device identified a failure condition that disappeared during analysis testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.